Event description:
It was reported to philips that the wireless footswitch failed to connect; a battery issue was suspected on an azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service charged and tested the footswitch and returned it to service. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).